Manufacturer narrative:
Patient weight was not provided. The beckman coulter (bec) field service engineer (fse) noted the sample wheel temperature was at 22oc (normal ~36oc). The fse shut down the instrument and changed out the multi media card printed circuit board (mmc pcb) 0 and mmc pcb 7 since channel 4 on pcb 0 communicated with the sample wheel interface pcb. The fse noted the temperature was normal (~36oc) after rebooting the system. The fse contacted hotline and was advised to change out data acquisition printed circuit board (dacq pcb) since logic for temperature came from that board. The fse ordered dacq pcb, returned the following day and replaced it. The fse noted the temperature was normal upon reboot of the system. The customer ran quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. The dacq pcb board was defective.

Event description:
The customer reported a false low troponin I (access accutni+3) result, within the normal reference of the assay on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). On (B)(6) 2015, the customer reported sample wheel temperature out of range errors. Troubleshooting with beckman coulter (bec) customer technical support (cts) was unable to resolve the issue. Cts advised the customer to discontinue use of the unicel dxi 600 access immunoassay system. A laboratory technician loaded the patient sample onto the unicel dxi 600 access immunoassay system on (B)(6) 2015 and reported the false low access accutni+3 result outside the laboratory. After noting the sample wheel temperature issues the customer reanalyzed the patient sample on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained an elevated result, above the normal reference range of the assay. There was no report of impact or change to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the customer's established ranges prior to the reported events. Sample information, such as blood tube collection type, centrifugation speed and time, were not provided. The customer did not note sample integrity issues.